Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. However, per the crfs, the sae#1/left knee arthrofibrosis with pain and stiffness (possibly related to the study device, definitely the procedure) was reportedly treated with an mua and was documented as resolved. The patient impact beyond the reported pain, stiffness and the mua procedure cannot be concluded. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a manipulation under anesthesia was performed due to arthrofibrosis.